Event description:
According to the reporter, during 2 different procedures of nephrectomy, the bag of the device tore when the surgeon was trying to take the kidney out of the patient and deposit it into the bag.